Event description:
It was reported that while advancing the balloon catheter over the guide wire, and prior to entering the rhv, a tip separation occurred. No pt injury was associated with this event.

Manufacturer narrative:
Evaluation summary follow-up #1: qa analysis revealed that the unit was returned with the soft tip detached. The edge of the fracture was jagged. Tip seal was intact. Quality engineering determined that the damage appeared as a necked down area. The necked portion also appeared slightly discolored and cloudy. The tip inner diameter was within production specification except for the damaged area. Although the root cause of the product issue could not be determined, it is possible that this issue is related to the guide wire used. Quality engineering concluded that there is no indication that the rx rocket did not meet product specs. The tip inner diameter is verified on all rx rocket catheters prior to packaging. No corrective action is warranted at this time. This MDR is considered closed.